Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (B)(4) has been confirmed. Upon receipt the trunk cable connector was damaged. The cause for the damaged trunk cable connector cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was displaying service (B)(4) and (B)(4) and suggesting to call zoll for service. The patient was issued a replacement electrode belt.